Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized on the same day. The patient was treated with injection cefepime and tazobactam (500 milligrams, twice a day, intravenous (IV)) and injection amikacin (250 milligrams, frequency not reported, intraperitoneally (ip)). Pd therapy was ongoing. At the time of this report, it was not reported if the patient as recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A trend review will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.